Manufacturer narrative:
H3, h6: product was not available making physical evaluation impossible. Part number and lot number were not provided. There is no evidence supporting a direct link between the post-operative condition and product used during the procedure. There was no evidence to suggest that product from this family did not pass requirements upon release for use. Products are shipped with, or have instructions for use available that contain recommendations and precautionary statements for proper use. Additional information found within medical records, generated additional complaints for regenesorb products. Photos within the record showed what looked like standard suture as well as cobraid and possibly tape style suture. Some appeared cut, frayed, loosely secured or unsecured suture. There was mention of a shaver being used at the preliminary evaluation prior to the revision procedure. Primary surgical notes indicated a successful procedure completion with sutures placed in physician¿s desired fashion and location. They were checked for secureness. A competitors suture grasper was used during suture placement. Photos were taken of the arthroscopic aspects. Clinical details included patient notes indicating previous surgeries in the targeted and potentially compromised body region. It was mentioned that the "biceps tendon was severely diseased." There was comment on a previous subacromial decompression procedure and a biceps tenodesis procedure. There was note of questionable pre-existing systemic condition of fibromyalgia that could potentially factor into the procedure and affect healing conditions. It is unknown whether recommendations were followed with regard to prep methods and instruments, anchor appropriateness; size and material for patient tissue or bone condition. Complaint history review for three years prior indicated similar allegations for the product family reported. Batch review was unattainable without a valid lot number provided. If further information becomes available, the complaint may be revisited.

Event description:
It was reported that a shoulder arthroscopy was performed for a biceps tendon rupture using a regenesorb anchor. Within a month, the patient began experiencing acute pain on the right shoulder after physical therapy. A shoulder arthroscopy was conducted and found a loose suture which was removed by the surgeon. Patient's situation was resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.